Event description:
It was reported that during an unknown procedure, the device malfunctioned. Unknown how the case was completed. No patient consequence reported to the rep.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b reload loaded on the device. The reload was received unfired. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precautions regarding firing across hard objects. The clip was removed and the device was tested for functionality with the returned cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. The damage to the knife is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to treatment.